Event description:
A customer reported that a system message displayed during a vitreo-retinal procedure, indicating "overtemp" of the lamp. They used another light source to complete the case. There was no harm to the pt.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss advised to ensure that the air filter was clean and there was no obstruction to the fan air inlet, which could block the cool air going to the air. The customer did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The potential root cause of the reported event was determined to be a dirty air filter. The root cause cannot be determined conclusively. (B)(4).